Event description:
It was reported that the physician identified a gradual increase of the right ventricular (rv) lead pacing impedance, reaching measurements greater than 3000 ohms, which is high out of range. It is suspected that the cause might be fibrosis around the lead. All other lead parameters are stable. It was mentioned that a lead revision will be scheduled in the next weeks. Additional information was received. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the physician identified a gradual increase of the right ventricular (rv) lead pacing impedance, reaching measurements greater than 3000 ohms, which is high out of range. It is suspected that the cause might be fibrosis around the lead. All other lead parameters are stable. It was mentioned that a lead revision will be scheduled in the next weeks. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was surgically abandoned and not able to be returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the physician identified a gradual increase of the right ventricular (rv) lead pacing impedance, reaching measurements greater than 3,000 ohms, which is high out of range. It is suspected that the cause might be fibrosis around the lead. All other lead parameters are stable. It was mentioned that a lead revision will be scheduled in the next weeks. Additional information was received. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.